Event description:
During a remote follow-up, episodes of noise resulting in oversensing and high capture threshold due to noise or fusion were noted on the right ventricular (rv) lead. During the revision procedure, insulation damage of the rv lead was visually observed. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of insulation damage, high capture threshold, and oversensing noise were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation caused by friction to device can and a full breached outer insulation degradation at the suture tie down impression exposing the outer coil. The reported events were due to the exposure of the outer coil at the lead to can abrasion and degradation locations.